Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They stated that the patient's device was reprogrammed on (B)(6) 2019 due to their heart surgery. The patient stated the issue was resolved by powering it off. They had to go to the doctor's office to reset it once the signal was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they used the patient programmer to sync and saw a power on reset (por). The patient reported they had a procedure done the day prior, it was reviewed that emi may have caused por. The patient was redirected to their healthcare provider to clear the por message. No patient symptoms were reported. No further complications were reported or anticipated.